Event description:
Tip separation of the mc. During a transaterial embolizaiton of an acute dural arterovenous fistula using b. Braun n-butyl cyanoacrylate (n-bca), the distal shaft of the prowler 14 mc separated and remained in the pt's vasculature. It was reported that there was no vessel calcification, but mild vessel tortuousity. The microcatheter (mc) was not re-shaped, and was thoroughly flushed with a 5% dextrose in water solution prior to injection of the glue. A 20% nbca and 80% lipiodol mixture was injected to the lesion through the prowler 14. It was reported that the mc was slowly withdrawn after injection. There was resistance and it was difficult to withdraw the mc because of the n-bca, which had adhered inside and outside of the mc tip and between the surface of the mc and blood vessel wall. It was reported that the timing of the mc withdrawal was too late. The mc was withdrawn and the distal tip was noted to be separated and remained in the pt. There were no attempts made to retrive the separated distal tip due to the pt's condition. It was reported it would be a high risk surgical procedure. It was reported that pt has had no problems related to the mc tip remaining in the vasculature. The plan is to discharge the pt from the hosp in the near future. Additional info will be submitted within 30 days upon receipt.